Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chambers are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that water was leaking from four mr290 humidification chambers. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: four complaint mr290 chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. In addition, two of the chambers were performance tested. The lot number information is as follows: two chambers (device 1 & 2) from lot 120510 - manufactured 10 may 2012; one chamber (device 3) from lot 130930 - manufactured 30 september 2013; one chamber (device 4) from lot 131009 - manufactured 9 october 2013. Results: devices 1 and 2: visual inspection revealed a break in the feedset tubing at the connection to the water bag spike. Device 1 also had a break in the feedset tubing where it connects to the chamber dome. The damage appeared to be due to the tube being pulled away from the chamber; possibly due to the feedset being caught or put under tension. Devices 3 and 4: visual inspection did not reveal any damage to the feedsets of devices 3 and 4. When connected to a water bag with the feedset not under tension, no leak was found at the spike/tube connection in either device. However when the test was repeated with the feedset tube under tension, both feedsets exhibited leak at the spike/tube connection. Conclusion: we were unable to definitively determine the cause of the feedset breaks, however our previous investigations into similar complaints have shown that this damage can be caused by the user removing the spike by grasping the tubing instead of the spike or by overstretching of the tubing when attaching it to a water bag. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 autofeed humidification chambers state the following: set appropriate ventilator alarm; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that water was leaking from four mr290 humidification chambers. No patient consequence was reported.